Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the buttons were unresponsive. The customer's spouse reported that the insulin pump had a blank display. The customer's blood glucose was 429 mg/dl at the time of incident. The customer's spouse stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.